Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
On march 15th, 2023, the distributor provided the following information: the pump history was reviewed and the event date was determined to be april 14th,2021. It was observed that the customer received multiple power source alerts leading to the difficulties charging the pump. Additionally, it was identified that the pump battery was depleting rapidly resulting in the pump shutting off. H6: added 2885 and 1503.